Event description:
It was reported that during a case at the user facility, the tps handpiece cord caused a bias current message to be displayed, signaling a condition occurred in which the handpiece has the potential to run without user activation. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.